Manufacturer narrative:
Investigation included review of device-reported glucose and dosing history and user training support. Investigation of this case revealed no device malfunction and suggested dosing overlap consistent with insulin stacking after a high-fat, high-carbohydrate meal. It was concluded that the device performed as designed and that user education was provided to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the patient experienced a low blood glucose of 47 mg/dl overnight after announcing a larger dinner that included pizza, followed by elevated glucose to 274 mg/dl and subsequent insulin corrections from the ilet; the event was assessed as hypoglycemia with cause unclear and was associated with probable insulin stacking after the meal. Symptoms included a clinically significant low glucose event. Outcomes included recovery to in-range glucose after oral carbohydrate treatment with juice and gummies, without hospitalization or emergency care.